Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to corporate product surveillance (cps) a clearlink catheter extension set in which "the valve" was noted to be loose/separating from the set. Baxter sales representative (bsr) stated that he visited the customer facility to gain more understanding of the problem prior to reporting to cps at which time it was discovered that not all of the staff had received inservice training in which instruction was given to tighten the valve when it is removed from the packaging. Bsr advised that since the staff has received instruction, there has not been a recurrence of the reported problem. Patient involvement is unknown at this time. No injury or adverse event is reported. No additional information is available at this time.